Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed the device was in back up vvi mode. The asymptomatic patient was brought into clinic and a device download was successfully performed. Monitoring will continue.